Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented in the emergency room with syncope and a 10 second pause was documented on an electrocardiogram. The right ventricular (rv) lead had noise and high impedance due to a possible fracture. The rv lead was capped and replaced the same day. No further patient complications have been reported as a result of this event.